Event description:
Enterra patient was implanted in early 2025 went to ed experiencing pain and only able to keep fluids down. CT determined possible bowel obstruction near the leads. Patient was transferred to duke and exploratory laparoscopy was performed. Device was removed and patient is feeling better. A decision was made to heal three months before deciding whether or not they will implant a replacement enterra device.

Manufacturer narrative:
Trying to retrieve explanted device for analysis.